Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with swelling, redness, infection, and drainage underneath sensor pod area only. The patient also experienced fever (39 degrees). The reaction was treated with a prescription of an oral antibiotic (co-amoxiclav 125/31.25 mg/5 ml suspension, 5ml; 3 times per day). Patient recovered after treatment. No additional patient or event information is available.